Manufacturer narrative:
On april 13, 2021, the mentor failure analysis lab received the 475cc saline breast implant for evaluation. On april 18, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline breast implant 475cc was found to have a tear on the anterior view, measuring approximately 1.3 cm. A microscopic examination was performed and the cause of the deflation could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast reconstruction surgery with an unknown size unknown saline implant smooth on both sides and experienced bilateral breast implant deflation. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501680; serial number (B)(4) on the left side, and with catalog number 3501680; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.